Event description:
It was reported that this competitive device displayed a lead integrity alert. A review of the device data identified a gradual increase in shock impedance measurements which were recently out of range and greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).